Manufacturer narrative:
Inspected 1 random partial opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration date. 2nd opened/used sensor performed visual inspection and found sensor cannula retracted (wrinkled) inside sensor base and found no broken cannula during analysis. See attachment file for details. Unable to confirm customer received sensor in said condition due to sensor returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensors no needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was missing electrode. The customer's blood glucose level was 309 mg/dl at the time of the incident. The customer state insulin pump alarmed change sensor and after, two hours it alarmed sensor error. When the sensor was removed, the customer noted the missing electrode. The customer also noted bleeding soon after inserting the sensor. The customer was assisted with troubleshooting and advice to replace the sensor. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin sensor will be returned for analysis.